Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. On the day of the event onset, the patient experienced abdominal pain and did not perform capd therapy for three days. Three days after the event onset, the patient was hospitalized for an unrelated medical condition. That same day the patient was diagnosed with peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. Also that date, the patient started treatment with intravenous amikacin (dose, frequency, and duration not reported) and intravenous vancomycin (dose, frequency, and duration not reported) for peritonitis. Ten days after the event onset, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered and remained hospitalization. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was due to an unspecified break in aseptic technique (previously reported as unknown cause). On the same day as peritonitis onset, the patient was hospitalized for the event. Three weeks after being admitted, the peritonitis was resolved, the patient was recovered and was discharged from the hospital. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.